Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented in clinic for a post-op check, the lv lead was found to be dislodged. It was also noted that the lead had high, out of range, capture threshold. An x-ray confirmed dislodgment of the lead. The lv lead was explanted and replaced. The patient was in stable condition post-procedure.